Event description:
The patient had abnormal uterine bleeding and was scheduled to have a novasure ablation, which was changed to a thermachoice balloon ablation due to failure of the device after several attempts. Initially, the novasure device was placed, but could not be expanded due to the small width of the uterus. The device was abandoned. It was noted that the device was never used or activated. Two novasure machines were tried and one disposable device.